Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR # 6000093-2007-01578, 01576, 01575. It was reported that post index procedure, the pt died. The index procedure treated 2 index lesions. Target lesion 1 was identified in the proximal circumflex (cx). Target lesion 1 was treated with pre-dilation and placement of overlapping 3.5 x 32 mm and 3.5 x 20 mm taxus express2 stents. Following post dilatation, residual stenosis was 0%. Target lesion 2 was identified in the mid left anterior descending artery (lad). Target lesion 2 was treated with pre-dilatation and placement of overlapping 3.0 x 24 mm and 2.75 x 16 mm taxus express2 stents. The pt was discharged one day later on aspirin and plavix. On day 539, the pt expired due to an arrhythmia. The site became aware of the death due to a search on the social security index. A death certificate has been requested, but not provided yet. There was no autopsy. There is an unk relationship between the death and the taxus stents.